Manufacturer narrative:
Additional information received for this case: the endoleak resolved at the procedure and the patient was discharged two days later. A follow up pet scan has confirmed resolution of the leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 84 mm diameter abdominal aortic aneurysm. It was reported that the patient had a routine abdominal/pelvis CT approximately 7 years post the index procedure on which a type iii endoleak was observed. In addition, after review of previous CT exams, an increase in aneurysm size was noted. Post the CT the patient had a diagnostic angiogram which confirmed the type iii endoleak at the level of the flow divider. The patient was converted to aui with a right to left femoral-femoral bypass. It was reported that after endurant aui placement the final angiogram revealed near complete resolution but there was a late blush at the level of the flow divider. The physician stated that once the heparin wears off this should resolve. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.